Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical, inc. (Isi) has received the vessel sealer extend (vse) instrument for failure analysis investigation, but the investigation has not been completed. A review of the advanced log review for the vessel sealer extend instrument associated with this event was performed. The following additional information was provided: the vse instrument lot# k12240912-0219 was used first, for about 22 minutes and k12240912-0216 was used for about an hour and a half. Per logs the first instrument had qty (B)(4) seal events with no errors. The second instrument had qty 1 coag event with no errors and qty (B)(4) seal events with qty 4 high initial starting impedance errors which occurs typically because of the user trying to seal too much tissue between the jaws. Logs show 1 high initial starting impedance error at about the same time stamp as the first error seen in logs. .

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the vessel sealer extend (vse) instrument stopped sealing while attempting to seal the right colon mesentery. When the vse was released from the tissue oozing was noted at the sealing site. Broken pieces of the vse were visible, no fragments of the instrument were reported to be missing. The vse instrument worked for approximately ten minutes prior to the event. It is unclear if the appropriate seal cycle tones were heard at the time of the event. The cut function of the instrument was working as intended. The instrument was not immersed in liquid. The vse was replaced with a backup instrument and the procedure continued and completed robotically with no further complications. Postoperative day one the patient experienced a drop in hemoglobin levels and required a blood transfusion, it is unclear if this complication is related to the vse insufficient sealing event intraoperatively.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the vessel sealer extend instrument associated with this complaint. Failure analysis did not confirm the reported event. The instrument was returned with the power cord cut off. Visual inspection did not reveal any thermal damage or signs of "melting". The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. There was a moderate amount of debris on the knife track. No errors were found in the logs. An additional observation was that the instrument was found to have a scratched grip tip. One of the grips had several scratch marks on the side and the tip. The scratch marks measured approximately 0.0810".

Event description:
Refer to h11 for follow-up information.